Manufacturer narrative:
(B)(4). Batch # unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastric bypass, the surgeon was closing the stapler on tissue and it fired by it self. "The surgeon did to remove the safety." The reverse button was tried and it did not return the blade. The battery was flipped and this did not help. Then the manual over ride was used to return the blade and open the jaws. The procedure was completed with a like device and with no patient consequences.